Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Us-probe leaky. Distal body worn out. Sim demo scope in very poor condition. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the defect parts have been replaced. Correction information: g6: follow up #1. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.